Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed by the medtronic field representative who was unable to replicate the reported behavior as system functioned as intended and all instruments verified and tracked without problems. No parts were replaced and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), they were able to verify instruments, and register the patient, but then they weren't able to track them. They re-positioned the emitter with no resolution. Site chose to abort navigation but proceed with surgery. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.